Manufacturer narrative:
The lot number is currently unavailable; therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the cutter device was broken. There were no delays in the surgical procedure. It was unknown if a spare device was available for use. The surgery was completed successfully. There were no parts left in the patient's body. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device external features of the returned cutter were visually inspected and observed that the tip of the cutter was broken. The cutter was examined and photographed using 28x magnification. Based on the photographs taken the angle indicate that there was excessive force applied. Therefore, the reported condition was confirmed. The assignable root cause for the broken cutter was determined to be due to excessive lateral or side to side force, which is user error/ misuse/abuse. A review of the device history record for this lot did not indicate any conditions during manufacturing operations that could be related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The lot number was reported as unknown in the initial medwatch, the lot number has been updated to l293125303. It was documented in the initial medwatch that the date of manufacture was unknown. The date of manufacture has been updated to (B)(4) 2017. The unique identifier( UDI) has been updated accordingly. If additional information should become available, a supplemental medwatch report will be sent accordingly.